Event description:
It was reported that during a call with boston scientific technical services (ts), the health care professional indicated that this right atrial (ra) lead was deactivated due to a fracture. No additional adverse patient effects were reported. Sa.